Event description:
I started using renu with moisture loc in november or devember of 2005 at the recommendation of optometrist. I also switched to a new contact lens at the time. In february 2006 I had redness, watery eyes, and a crusty discharge from my eyes, affecting my right eye substantially more than my left eye. I had a doctor I work for prescribe me something, which was ciloxan 0.3% ointment. This cleared up problem 95% just being left with a little bit in my left eye. Only after I saw news reports about the current FDA investigation did I even contemplate that I could be having a reaction or problem from the renu. I immediately discontinued use of the renu, went back to my old no rub saline solution, cleaned out case, etc. Now my eye is all better. I definitely think my case was related to renu. I have the containers if for some reason you might want them but have obviously gone through several over these months. Just thought I should inform you.